Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of the incident. The customer was given manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was exposed to moisture and also got exposed to x ray machines. The customer also mentioned more low battery alerts and no power alarms. The pump passed a self test and displacement test. The customer was traveling and was unable to complete a set change on the third day. The customer believes the pump was under delivering. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.